Event description:
A customer contacted beckman coulter inc., (bec) and stated there was a leak, approximately 3-5ml of bloody fluid underneath the laser and onto the counter underneath the coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. Medical attention was not sought. The msds was not reviewed by the customer. An exposure control/risk management plan is in place at the facility. There was no impact to sample results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The customer told the field service engineer (fse) that there was another fse that had been onsite performing a preventive maintenance (pm) and the instrument began to leak after that. The second fse inspected the instrument and found that the sample line at the bottom of the flow cell had not been pushed all the way into the fitting when the pm was performed and popped off. The fse reconnected the sample line onto the bottom flow cell fitting. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. The cause of the leak was a disconnected tubing at the bottom fitting of the flow cell. (B)(4).